Event description:
Info received indicates the bed is in storage and is stuck in the trend position.

Manufacturer narrative:
The tech found the lift arm of the bed came out completely from the pivot bolt fasteners due to the two bolts missing. The tech replaced the bolts to secure the lift arm and repair the bed. The affinity three birthing bed and affinity four birthing bed user manual states: warning: inspect the pivot point fastener semi-annually. Failure to do so could result in personal injury or equipment damage.